Event description:
It was reported by patient that they were suffering from shortness of breath, forgetfulness, and feeling lightheaded and questioned if related to recent device replacement. The patient will follow up with the doctor. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.